Event description:
Patient was implanted with narrow lcp plate and screws on (B)(6) 2012. It was reported that one of the screws had backed out and the plate had pulled off the bone. Patient returned to operating room on (B)(6) 2012, the hardware was removed, patient was revised to a dual femur plate and screws. This is 1 of 8 reports.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as no product was received.